Event description:
A health care professional reported one incident of tubing leak near the y-junction during infusion of dialysis solution. The set was clamped and replaced with a new set to continue treatment. According to the health care professional there was no medical intervention, no pt injury and the sample was discarded.